Event description:
The customer reported that the numbers on her insulin pump would not move up during an attempt to prime. Her blood glucose level was 52 mg/dl. This was an older insulin pump the customer was attempting to work with while awaiting a replacement for a newer malfunctioning insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-96099.